Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noted after the device was used on the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-may-2025. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The videos were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue was noted after the device was used on the patient. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 09-apr-2025. The issue was noted after the device was used on the patient. No error was noted on the irrigation pump. Abnormal flow rate was found during irrigation and flushing. Steps taken to resolve the issue was high flow flushing; however, the issue was unresolved. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. This irrigation issue was originally considered non-reportable, however, bwi became aware on 09-apr-2025 that it was noted after the device was used on the patient and have reassessed the irrigation issue as reportable. The awareness date for this record is 09-apr-2025.